Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the yellow wrench alarm when powering on the mobile power unit (mpu) (serial: (B)(6) was unable to be confirmed. The unit was not returned for testing. Log files were not submitted and photos of the alarms were not returned. The root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the status of the aa batteries. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the mobile power unit (mpu) was assessed and found to be faulty. The internal batteries were checked that they were inserted properly and then the mpu was plugged into wall power. It immediately started to alarm with a yellow wrench symbol. After it was removed from wall power, the alarm persisted. The mpu was exchanged.